Event description:
The pt was recharging his implantable neurostimulator when he had a seizure, fell, and hit his head. Afterward the pt lost stimulation sensation. The fall did not affect the device pocket. The pt was seen by a field rep. An over-discharge was suspected. The pt could not remember the last time he charged with good coupling. Multiple physician-mode recharges were done with no response from the implantable neurostimulator. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.